Event description:
Patient placed on or table. When anesthesia pressed the remote to lower the or table, the foot piece began to elevate independent of the actions of the controller. The safety strap was quickly removed and the patient's legs lifted off the bed. The patient was transferred to another or table. The defective or table continued to be uncontrollable and was pushed into the hall outside of the or for fear of causing an or fire. Manager and biomed alerted.